Event description:
It was reported that during an unk procedure, clips would not advance. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Instrument a: empty. Instrument b: damaged antibackup and clip track out of position. Eval summary: the mcl20 instrument (a) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results for the mlc20 instrument (b) confirmed that it was returned in good visual condition. The device was tested for functionality and it cycled and fired 5 clips as intended and 2 clips malformed as the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the anti-back up lever was found damaged and the clip track out of position, therefore, not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.